Manufacturer narrative:
The complete lead was returned in one piece and was measured at 46.5 cm. The inner coil at the connector region was over torqued which was consistent with procedural damage. The stylet that was used in the field was not returned with the lead. A stylet test was performed and found the stylet was unable to be inserted due to the over torqued inner coil at the connector region. The cause of the reported events is due to the over torqued inner coil due to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician engaged the active helix fixation on the atrial lead after inserting the j type stylet into the lead. The measurements on the lead was unsatisfactory and the physician disengaged the lead helix and repositioned by inserting another j type stylet. The measurements were again unsatisfactory. The physician then used a locator to position the lead but was again unsuccessful. The locator was removed and the physician attempted to re-insert the j type stylet. The physician was unable to insert the stylet and felt a strange stiffness on the lead body which was not initially felt when the lead was unpackaged. The physician washed his hand in saline and wiped the stylet with gauze soaked in saline solution each time positioning was attempted. It was unlikely that the lead was clogged by blood coagulation. The physician suspected the lead body may be deformed. A different lead was then used to complete the procedure successfully. The patient was not adversely affected by the procedure.